Manufacturer narrative:
In addition to the reportable malfunctioned that was mentioned, the following additional evaluations were noted: the biopsy channel was leaking, the bending section cover glue was cracked, there was one broken element from the ultrasonic image, switch button was cut, corrosion in the control body unit, and play on the control knobs. The investigation is ongoing, and if new information becomes available later this report will be supplemented accordingly.

Event description:
The user facility reported that the device failed the leak test. No patient or user injury reported. During evaluation, the forceps cover glue was peeled off and the probe unit pink rubber was cut. This report is being submitted to capture the reportable malfunction noted during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the forceps cover glue peeling and damaged probe unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.